Event description:
Consumer complaint of blood results reading "hi". I had customer recall the memory and all the results are hi. Customer declined a blood test.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: interference (user error).